Event description:
It was reported that during deployment of a vena cava filter, resistance was encountered during advancement of the filter and the last two legs became stuck in the delivery sheath, resulting in a partially deployed filter. Add'l manipulation of the filter with the pusher wire was performed to complete the deployment; however, the filter became tilted in the ivc. The filter was left in place. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number for these failure modes. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available info, the definitive root cause for this event is unk. It is unk if procedural factors contributed to the reported event. See scanned page.